Event description:
It was reported by the customer that, during the usage of the soltive premium superpulsed laser system during a percutaneous nephrolithotomy (pcnl) procedure, an unknown fiber caught fire. The device was reportedly in use with a storz brand scope. The customer also reported that, during a separate unknown case also involving a soltive premium superpulsed laser system, the tip of a fiber broke off. The piece of the fiber which had separated was on fire. There were no reports of patient or user harm associated with either event.

Manufacturer narrative:
The following patient identifiers are related: (B)(6) (laser, first incident), (B)(6) (laser, second incident), (B)(6) (fiber, first incident) and (B)(6) (fiber, second incident). It is currently unknown if the same laser was involved in both events. Although it is unknown what laser was involved in this event, an olympus field service engineer (fse) was dispatched to the customer site and evaluated a laser involved in a similar event and that laser passed testing. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The fiber was not returned for evaluation, as it was disposed of. Based on the results of the investigation, it¿s likely the event occurred due to mishandling of the laser fiber. This mishandling caused a break and resulted in the laser energy being released and the fiber jacket igniting. However, a final root cause of the event was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.